Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was no video output under all serial digital interface (sdi) sockets. In addition, there was no abnormalities found with the appearance and interior. All other video output were normal. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An olympus employee reported on behalf of a customer, during receipt inspection, the video system center screen had no image. The unspecified diagnostic procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event (there was no video output under all serial digital interface sockets) might have occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.